Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-01566. It was reported that patient experienced ineffective therapy. Flex extension x-rays showed that the leads had migrated. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2022 wherein the leads were repositioned. Effective therapy was restored post operatively.